Event description:
Boston scientific received information that this right ventricular (rv) lead delivered a shock, which was followed by daily beeping tones. Upon interrogation, an error message was displayed indicating there was a short circuit and the battery depleted. It was also noted, two years ago, this rv lead displayed a sudden decrease in pacing impedance measurements from 900 ohms to 250 ohms. Since then the rv pacing impedance remained stable between 250-300 ohms. The decision was made to replace this rv lead and associated implantable cardioverter defibrillator (ICD). An x-ray was performed, which revealed this rv lead was fractured. The new system was implanted, and testing was completed successfully. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis due to being surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.